Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the heater would not heat up while switched on. The failure was caused by an open f1 fuse on the ac distribution board. During an internal inspection of the returned cycler there were signs of thermal decomposition found on the f1 fuse on the ac distribution. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be thermal decomposition near the f1 fuse on the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a fluid temperature out of range alarm during step 5 of setup. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition near the f1 fuse on the ac distribution board was identified.